Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their 45 follow up procedure. At this procedure imaging showed that there was a device related thrombus present. The patient was switched from taking dapt to warfarin. The patient experienced no adverse events as a result of the thrombus. The patient will remain on warfarin and come back for more imaging at a future date.